Event description:
My dexcom g7 sensor fell off after 3 days, so I had to put in a new one. After the warm up period, the readings were terribly inaccurate. In 2 hours I did four fingersticks with the following disparities: g7 read "low", meter read 141; g7 read 80, meter read 192; g7 read 149, meter read 291; g7 read 166, meter read 302. The meter was correct. When it was reading "low" I was completely not low. Dangerously, I was prevented from blousing insulin multiple times because my pump was reading the sensor numbers, causing my blood glucose to skyrocket and remain high. This isn't even getting into the fact that yet another sensor fell off after 3 days when it's supposed to last 10. I can ask for a replacement. This level of inaccuracy has happened multiple times since I switched from the g6 to the g7. I have had it showing blood sugars in the 300s and 400s that were in normal range on a meter, and vice versa. It's nearly impossible to judge my control without finger sticks, which defeats the purpose, and the severe expense, of the sensors. I am terrified to go to sleep and have stopped traveling or being alone due to fear of going low or having my pump make an inappropriate decision due to the failure of the sensor. As I type this, I decided to check one last time. This time the g7 says 339 and rising, and the meter says 258. What do I believe? What do I do? This is extremely dangerous. Ref report: mw5159744.